Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on january 22, 2021 with lot number 301361. Visual analysis of the returned device identified: the device was broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and two openings sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: three sharp patterns along the same edge broken in the side posterior assessed as unidentified (tear) opening. Two sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. Device has been explanted.